Event description:
It was reported that (1) device was used during a hemorrhoidectomy. It was reported by the affiliate that the surgeon made the tobaccoi bursa, according to the longo technique and used the pph01 kit accessories. Then he introduced the stapler into the bursa and closed it. Then he disinserted the safety mechanism and fired. The crunch was heard, but after having opened the stapler, he noticed that the mucosis was cut, but the staples were applied only on the anterior wall of the anal canal. There was bleeding, but no transfusion was needed. The suture was completed by hand to complete the case.